Event description:
Boston scientific received information that patient with this pacemaker had an unconscious collapse. The device was interrogated and threshold measurements were high and impedance measurements could not be obtained. Sensing measurements were acceptable. Daily measurements were normal except for the not being able to obtain impedance measurements. The physician took an x-ray of the lead and lead integrity was good and leads were positioned in the header. Technical services was contacted and noted that the device may not be able to measure impedance measurements if the sum of the max tracking rate (mtr) and atrial ventricular (av) delay is greater than the patient's heartrate. The device was reinterrogated and impedance measurements were not available due to the mtr and av delay being greater than the patient's heartrate. All other lead measurements were normal. The physician was contacted and will check the device at the next follow up visit. No additional adverse patient effects were reported. Additional information was received that the original surface EKG was not connected so capture was not assessed correctly. The physician connected the surface EKG and was able to perform all device measurements. There were no issues noted with lead position on the x-ray.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available, this investigation will be udpated.